Manufacturer narrative:
MFR's report date: 4/1/2011. (B)(4). Product evaluated and customer's complaint of leakage from the smartsite was confirmed. Leakage was noted from the clear casing and female luer adaptor joint. No crack or defect were noted at the point of leakage. The 3000e requires an air vent between the white cap and clear body in order to create a positive bolus upon disconnection of the male luer. If there is any fluid beyond the tip of the male luer upon connection; or if the user simultaneously pushes the syringe plunger while activating the valve, this can cause some of the fluid to be pushed between the piston and the cap/body. After repeated activations it is possible that this fluid can be pushed all the way through the air vent and leak through the join line as seen in this complaint. This use leads to a wetted vent resulting in a leak.

Event description:
A home care pt reported a leakage of parenteral nutrition from the smartsite positive bolus valve. From the reported info, there are no indications of serious injury to the pt as a result of this incident.